Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited loss of sensing. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.